Event description:
It was reported via phone call that the customer's insulin pump was exposed to moisture. It was also reported that the insulin pump had a partial display. Unable to troubleshoot. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.